Event description:
Customer reported both monitors boot up with black springs. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, cpu, image processor, video controller, and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint number.